Event description:
Endoscopic multiple clip applier (ref number el5ml, lot number z7016y) locked up and unable to fire while inside of patient and back of head of applier broken. No pieces retained inside patient, new clip applier opened.